Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that there was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. It was visually noted that there was apparent explant damage. Performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 02:15:02. The daily pace impedance trend data shows a spike increase for rv pace from 376 to 2880 ohms peak between (B)(6) 2012, then returning to 416 ohms on (B)(6) 2012. Oversensing was also noted as two epsiodes of ventricular fibrillation <=190 ms average v-cycle occurred on (B)(6) 2012 at 13:12:14 and 15:51:44. Interference/noise was also noted as ventricular short interval count v-sic was 526.3 counts avg/day, in 7.06 days, between (B)(6) 2012 10:06:12 and (B)(6) 2012 11:28:32.

Event description:
It was reported that the patient had a lead alert for high impedance measurements on the right ventricular (rv) lead. The rv lead appeared to be fractured. During the replacement procedure, the rv lead was unable to be extracted and was cut and capped. No new lead was implanted during that procedure due to occlusion. The rv lead was replaced the following day on the patient's right side. No patient complications have been reported as a result of this event.